Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent an scs trial procedure on (B)(6) 2011 and received two percutaneous leads (from the same lot). It was reported that the patient attempted suicide with the percutaneous leads in place. The patient survived the suicide attempt. His wife blamed the scs system for the suicide attempt. The patient's doctor does not believe the suicide attempt was device related. No further information is available at this time.